Event description:
Dealer states he just replaced the locking cylinders and they do not activate correctly. He states the pin is always depressed but does not let the drive wheel down after hitting a bump or obstacle. Advised the rear suspension seems to be off if its hitting the pin all the time.